Event description:
It was reported that the patient underwent a gynecological procedure for pelvic organ prolapse and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh removal surgery on (B)(6) 2011 due to nerve pain and numbness. And on (B)(6) 2012, she had a mesh removal surgery due to increases pain, numbness and weakness and difficulty walking. The patient also experienced urinary & bowel problems, extrusion, scarring and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It has been reported that following insertion, the patient experienced urinary frequency, urgency and urinary retention.

Event description:
Details: it has been reported that following insertion, the patient experienced urinary frequency, urgency and urinary retention.

Manufacturer narrative:
It was reported that the patient underwent cytolysis, vaginal reconstruction, colporrhaphy anteroposterior and mesh revision/removal on (B)(6) 2013 due to erosion, constipation, poor bladder emptying, pelvic pain, numbness and weakness of the lower extremities and mesh infiltration to rectal wall. (B)(4).